Manufacturer narrative:
Product ID: 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID: 37754 lot# serial# (B)(4), product type recharger product ID: 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was later reported that the ins stopped working two months after implant. The patient tried to troubleshoot withthe hcp, but the hcp was replacing the battery as they could not fix the problem.

Event description:
Additional follow up received reported that the patient was unable to get more than 2 coupling bars between the recharger and the ins and would quickly lose that connection. The patient gave up recharging the ins several months ago and it went into an overdischarge condition. Palpation of the ins site noted that it was deep and was not obvious level. The physician then revised the pocket site on (B)(6) 2013 so that the device was now less than 1 cm below the surface of the skin and level. Since it was believed that there was "some degree of battery damage", the ins was also replaced during the revision surgery. The physician believed that the ins was defective and therefore was unable to charge normally. The explanted ins was currently in the possession of the hospital's pathology department. If additional information is received, a follow up report will be sent.

Event description:
It was reported the patient had stimulation in the wrong location and wasn't feeling stimulation in their legs. Increased pain was also reported. No known accident or incident was reported in relation to this. Recharging problems were also noted since (B)(6) 2012. As of the date of this report, it was reported, the device was off and was "not working." It was stated, the implantable neurostimulator (ins) was not lying flat. The ins was "at an angle" and was painful for the patient. A flip of the ins was not confirmed. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient later reported on (B)(6) 2014 that when she would call into the device manufacturer it never worked trying to troubleshoot. The patient's hcp tried everything but the device gave out, would not turn on. It was noted that the patient had 3 different surgeries for implant.